Manufacturer narrative:
(B)(4). Additional manufacturer narrative - an event regarding alleged amputation due to recurrence of tumour involving a jts distal femoral replacement was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 25aug2016 with no reported discrepancies. Complaint history review: there have been 6 other events relevant to this investigation. Conclusions: the investigation concluded that the reported amputation was caused by a recurrence of tumour. The exact cause of the recurrence of tumour could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrective action/preventative action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that a revision of pin (B)(4) was performed due to amputation.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that a revision of pin (B)(4) was performed due to amputation.